Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was implanted just below the left renal artery. A proximal type I endoleak was confirmed at the angiography. Ballooning was performed, but the leak was not resolved. Since the patient had a dialysis, the physician decided to cover the renal artery to extend the proximal sealing zone. An additional aortic extender component was placed proximally, and intentionally covered the lower left renal artery. However, the leak was still detected, so an additional aortic extender was placed proximally just below the superior mesenteric artery, and the right renal artery was intentionally covered. The leak remained and the patient was decided to be monitored. It was reported that the insufficient sealing was due to a severe calcification. Additionally, it was reported that the trunk-ipsilateral leg component was implanted just below the left renal artery, so it did not cover the renal. However, it caused a proximal type I endoleak. In order to resolve the proximal leak, the physician decided to cover the renal arteries by aortic extenders.